Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that prior a gastric surgery the harh45 was found to have a pinhole in the tyvek wrap. A har36 was opened and used to complete the procedure. No patient consequence was reported.

Manufacturer narrative:
(B)(4): batch #m92d6l. The device was returned outside its package; only the tyvek was returned. Upon visual inspection, the tyvek was noted to have a dent previously marked by the customer, see pictures. In order to confirm if there was a hole on the tyvek, a dye test was performed using methylene blue solution. The solution did not penetrate through the dent thus, the sterility was not compromised. The batch history records were reviewed with no anomalies noted during the manufacturing process.